Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling. Per additional information received from ttm on 20mar2025, biomed needs assistance with device that would not fill. Also, mentioned that watering was circulating through pads. Verified did not have pads attached while trying to fill device. Requested part information from technical support via wo chatter. Per wo notes, no vacuum on the left port when trying to fill, unit has 2398 hours and was due for 2k preventive maintenance, gave part numbers and prices. Per follow up information received via task on 23mar2026, when the device did not make any vacuum, it was the circulation pump that has failed. The device was due for the 2000 hour preventive maintenance so asked for all the 2000-hour pm part numbers and prices.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information received from ttm on 20mar2025, biomed needs assistance with device that would not fill. Also, mentioned that watering was circulating through pads. Verified did not have pads attached while trying to fill device. Requested part information from technical support via wo chatter. Per wo notes, no vacuum on the left port when trying to fill, unit has 2398 hours and was due for 2k preventive maintenance, gave part numbers and prices. Per follow up information received via task on 23mar2026, when the device did not make any vacuum, it was the circulation pump that has failed. The device was due for the 2000 hour preventive maintenance so asked for all the 2000 hour pm part numbers and prices. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling. Per additional information received from ttm on 20mar2025, biomed needs assistance with device that would not fill. Also, mentioned that watering was circulating through pads. Verified did not have pads attached while trying to fill device. Requested part information from technical support via wo chatter. Per wo notes, no vacuum on the left port when trying to fill, unit has 2398 hours and was due for 2k preventive maintenance, gave part numbers and prices. Per follow up information received via task on 23mar2026, when the device did not make any vacuum, it was the circulation pump that has failed. The device was due for the 2000 hour preventive maintenance so asked for all the 2000 hour pm part numbers and prices.